Event description:
The customer reported the device had internal battery error 90008 and 90006. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.